Event description:
Caller reported experiencing an issue where the insulin gauge displayed an amount different than expected, remaining static despite insulin being delivered. The reported blood glucose level was 85, which is within the normal range. Technical support educated the caller about the variance in measured pressures affecting the insulin fill estimate and explained that the estimate would adjust once a certain amount is reached. The caller understood and acknowledged the explanation.